Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient¿s leads migrated resulting in ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were explanted and replaced, restoring effective therapy.